Event description:
The customer felt ill and weak. The customer took a blood glucose test and received a result of "hi". The customer was taken to the emergency room. The customer was treated for high blood glucose. The customer was admitted to the hosp. The doctors adjusted the customer's medication. No controls were in use. Glucose strips had been left in unsealed container. A request was made for the return of the suspect device and replacment was sent.